Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 25 and 36 hours. It was noted that the pink slide moved forward, but the cannula was visible. Hyperglycemia treated with correctional bolus. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.